Event description:
It was reported the pt complained of left arm weakness and pain. It was found the pt has narrowing of the spinal canal (stenosis) around her lead site. The pt's percutaneous lead was replaced with a surgical lead. The pt's system was programmed and effective stimulation was obtained post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.